Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No compromised force sensor system alarm noted in history file. The motor error alarm occurred during basic occlusion testing due to faulty force sensor relay. The insulin pump was unable to complete prime and occlusion tests due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer stated the insulin squirted out during the manual prime process. Customer's blood glucose was 69 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.